Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: six month follow-up ¿ (B)(6) 2019. No pain. No difficulty sleeping. Unable to do heavy lifting or wash back. Radiographic assessment ¿ no radiolucency. No ho, migration, or loosening. No evidence of tumor recurrence. Continues with radiation therapy. Patient is extremely satisfied. Complication ¿ (B)(6) 2020. Unusual shoulder pain. Possibly procedural related. Procedure / circumstance associated with reported event: proximal srs. The study states device related. Requesting CT guided nerve block. One year follow-up ¿ (B)(6) 2020. Severe pain. Difficulty sleeping due to pain. Unable to do heavy lifting or wash back. Radiographic assessment ¿ no radiolucency. No ho, migration, or loosening. No evidence of tumor recurrence. Note preservation of tuberosities & tied around proximal implant. Anterior has moved medially and device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a nerve block. There were no reports of a revision at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: compr srs tumor bdy - 61mm cat: 211222 lot: 065160. Compr srs mod rgx aug ¿ sm cat: 211228 lot: 216450. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient has shoulder pain after a total shoulder arthroplasty.